Event description:
It was reported to boston scientific corporation that a zero-tip nitinol basket was used in a cystoscopy procedure on (B)(6) 2009, on a (B)(6), male patient (patient identifier, and weight unknown). According to the complainant, a 2.4 cm nitinol zero-tip basket broke intraoperatively in the ureter. The patient was discharged from the hospital on (B)(6) 2009 and prescribed antibiotics. On (B)(6) 2009, cystoscopy, removal of left ureteral stent, left ureteroscopy, laser lithotripsy of stone was performed. The physician made several attempts to remove the basket, however, a small amount of a wire remains in the ureter. Flexible ureteroscopy was done over the wire, but still the piece was out of reach with the grasper. A third ureteroscopy procedure was not scheduled at the time of this report.

Event description:
It was reported to boston scientific corporation that a zero-tip nitinol basket was used in a cystoscopy procedure on (B)(6) 2009, on a (B)(6), male patient (patient identifier, and weight unknown). According to the complainant, a 2.4 cm nitinol zero-tip basket broke intraoperatively in the ureter. The patient was discharged from the hospital on (B)(6) 2009 and prescribed antibiotics. On (B)(6) 2009 cystoscopy, removal of left ureteral stent, left ureteroscopy, laser lithotripsy of stone was performed. The physician made several attempts to remove the basket, however, a small amount of a wire remains in the ureter. Flexible ureteroscopy was done over the wire, but still the piece was out of reach with the grasper. A third ureteroscopy procedure was not scheduled at the time of this report.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.